Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple occasions, the clip on the t:clip case would become loose and the case with the pump in it would fall off the article of clothing. The infusion set tubing would be pulled and the blood glucose (bg) level would be impacted (300-500 mg/dl). The customer also reported to have had moderate ketones. The customer would changed the infusion set site and deliver an injection of insulin to address the bg level. The customer reported that the t:clip was not broken, but thought that the connection needed to be stronger to hold onto articles of clothing better.